Manufacturer narrative:
Product event summary: the exposed right ventricular defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing "noise from the device which goes on and off." A request for additional information was made and received. It was learned there was a right ventricular lead alert, the lead displayed non-sustained ventricular tachycardia episodes, cross talk, short v-v intervals, high impedance, and the sensing integrity count was noted. Re-programming was performed by changing the sensitivity and the patient will return to the clinic in one month's time for follow up. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The lead was removed and not replaced.